Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k#: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Pink discoloration was present on the handle of the device. The catheter did not appear to contain any powder. When tested as returned, the device sprayed as intended. The returned catheter was attached and the device sprayed as intended. The co2 cartridge discharged upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray as intended. Upon inspection, the co2 cartridge had not been punctured because the lance rotated out of position during the evaluation. Therefore, no final functional testing could be completed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. The device functioned as intended with and without the use of the catheters. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a hemospray endoscopic hemostat. The patient was bleeding and a hemospray device was opened and did not work even though the instructions for use were followed. The hemospray was passed down the endoscope but only spurted out a few drops of powder. Both the physician and nurse performing the procedure are well experienced with the hemospray. The procedure had to be stopped to put hemoclips, unknown make or model, in place as a temporary measure. The following clarification was received on 14-oct-2019: the clips were placed to stop the bleed as hemospray failed to deploy so they had to use another modality to stop the bleed. If a patient is bleeding there are several modalities they might choose to stop the bleed, in this case they tried to use hemospray, it didn¿t spray so they lost confidence in it and used clips instead as they needed to stop the bleeding. A section of the device did not remain inside the patient¿s body. The patient required placement of clips due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.